Event description:
Clinical study: it was reported that 121 days after a coronary artery drug eluting stenting procedure the patient expired. Target lesion #1 was 21mm long and was identified in the proximal left anterior descending (prox lad) artery with 75% stenosis and a 3.0mm reference vessel diameter. The physician treated the lesion with predilatation and placement of a taxus express2 8.8% 3.0x28mm drug eluting stent in the target lesion reducing the stenosis to 0%. The patient was discharged the next day on aspirin and plavix. During the 6 month follow-up period of the study, the study coordinator was informed by a family member, that the patient had died 121 days after the initial procedure. Per the family member the patient called her that morning stating that she could not breathe. The daughter went to her house and found that she was "taking her last breath." As she was a dnr, they did not call 911. An autospy was not performed, cause of death per statment from the site, is congestive heart failure and the target vessel is not involved.